Event description:
Dr was using/trying glove. Dr developed a psoriasis like rash on both hands; had skin cracking and raised scales, and had itching. The dr used diprolene cream and is doing better, dr had just a little bit of the rash left on one hand.